Manufacturer narrative:
(B)(4). Date sent: 6/02/2026 d4: batch #unk d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? -malformed staples how was the bleeding controlled? -unknown how much blood was lost (ml)? -unknown did the patient require a transfusion? -no was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon resection procedure, it was observed that some staples were malformed after firing; and oozing occurred. Changed another one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information was provided.